Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter's display was missing segments. The medical surveillance specialist (mss) spoke with the patient on may 13, 2009 and obtained the following info. The patient reported that the alleged issue began on the evening of two days prior to original date. As a result of the issue, the patient denied taking any action in regards to her diabetes treatment. The patient stated that her blood glucose is generally tested 2x/day and her nurse administers insulin (type unknown) when her blood glucose runs "low". Approximately 9 hours after the issue was discovered, the patient claimed she developed symptoms of profuse sweating and dizziness and immediately contacted emergency services. The patient did not recall what her blood glucose was when tested with the paramedic's meter; however, reported that she was treated with a glucagon injection and then taken to the emergency room. While in the ER, the patient stated that her blood glucose was "57 mg/dl"when tested with an ER/hospital meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp afer the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.